Manufacturer narrative:
The insulin pump had unresponsive button response due to corroded keypad traces. No unexpected numbers scrolling over during testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched liquid crystal display window.

Event description:
It was reported that the customer's insulin pump had a nonresponsive keypad. The customer's blood glucose level was 142 mg/dl. The customer stated when he attempted to bolus, the numbers began "rolling over" because, the arrow keys were stuck. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.